Event description:
The customer states, that one pt sample generated an incorrect result when using the axsym anti-hcv assay. An initial non-reactive (negative) result was obtained. Subsequent testing of the same sample and redrawn sample produced reactive (positive) results. The incorrect result was reported from the lab and a corrected report was sent with no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.